Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was received for analysis with an ecr45g cartridge loaded on the device. The reload was unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. In addition the bulkhead contacts were noted to have corrosion. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. Upon further inspection, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection procedure; the first firing was used properly and the staples formed normally. However, the doctor found that the closing trigger could not be locked properly, which can be opened without pressing the jaw opening button. The doctor kept trying but still could not lock the closing trigger. He was afraid that the staple could not be formed properly so he asked the scrub nurse to open another device to complete the procedure. There were no adverse consequences for the patient reported.